Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the pump displayed a 'back flow' message. The perfusionist checked the flow sensor, the flow module, and restarted the pump multiple times until the unit functioned normally. The surgical procedure was completed successfully. There was a 30 second delay. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) replaced the flow sensor. The unit operated to the manufacturer's specifications.

Event description:
Per clinical review: on (B)(6) 2023, the team experienced a problem with their heart lung machine (hlm) while on cardiopulmonary bypass (cpb) described as 'pump showing backflow issue' with a reported 30 second delay and no blood loss, and the case was completed successfully. The team supposedly restarted the unit multiple times until it was functioning back to normal. The manufacturer's clinical specialist attempted to contact the customer for clarification on the details, but there was no response. It is not clear exactly what was restarted. One possibility is that they were suspecting that the flow probe itself was malfunctioning, so it was unplugged and plugged back in to restart it. Or that the team was possibly referring to repositioning the flow probe on the tubing. Typically, a backflow alarm will happen when the centrifugal pump revolutions per minute (rpms) are not high enough to overcome the afterload required to achieve forward flow. This can happen when going on bypass with rpms too low or as a result of an alarm setting (such as arterial pressure) causing the pump to go into coast or stop modes. The logs seem to indicate that there were pressure alarms happening just before this backflow alarm, which would suggest that the backflow would have been indeed from reverse flow in the arterial line, as a result of the pressure alarm's safety connection causing the pump to automatically go into coast mode or stop mode. If this was the scenario, then the manufacturer's clinical specialist would conclude that the backflow alarm happened appropriately and that there was no malfunction in the flow monitoring system.

Manufacturer narrative:
Updated blocks: b5 and h6 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per data log review: on (B)(6) 2023 there were two back flow alarms at 9:11:32 and 1:03:58. Prior to the back flow, there was a pressure alarm and alert that triggered several times. The pump speed was 3066 revolutions per minute (rpm) when the pressure alarm was activated. The pump rpm was decreased to 2058 rpm at 9:11:31 and at 9:11:32 and a back flow alarm was activated. The back flow alarm cleared and did not activate even after the pump speed decreased to 1560 rpm at 9:11:32.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the flow sensor to lab use only (luo) testing equipment. The flow sensor performed as intended. The sensor did not report a back flow condition unless there was a genuine backflow condition. It was determined that the flow sensor met specification.